Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg pocket since having lost weight over the last few years. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient will undergo a trial for a traditional scs system. Surgery will not be undertaken at this time.

Event description:
Follow-up identified the patient underwent surgical intervention to explant the pns system. In turn, an scs system was implanted which provided effective stimulation coverage.